Manufacturer narrative:
Continuation of d10: t510c29 mitral valve implanted: (B)(6) 2010 419488 lead implanted: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that presented to the emergency department for varied morphologies after ventricular pacing spikes. It was noted that there was a concern for loss of capture of the left ventricular (lv) lead and right ventricular (rv) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that presented to the emergency department for varied morphologies after ventricular pacing spikes. It was noted that there was a concern for loss of capture of the left ventricular (lv) lead and right ventricular (rv) lead. Both leads remain in use. No further patient complications have been reported as a result of this event. It was further reported that the patient was seen in the hospital and the base pacing rate was increased to override premature ventricular contractions (pvc). The pacer spikes were observed in the pvc. It was noted that the patient also had low potassium.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.